Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad displayed a blinking green indicator and did not charge the ilet pump despite attempts with different power ports, while the pump battery was approximately 30 percent and blood glucose was not affected. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included replacement of the charging pad and no medical intervention. Investigation included remote troubleshooting and logistical review for replacement. Investigation of this case revealed a suspected malfunction of the charging accessory consistent with a charger not providing effective power transfer. It was concluded, based on previously established findings for similar reports, that the cause was likely a component malfunction of the charging pad.